Event description:
Procedure: lap chole. According to the rptr: while in use on the pt, a loud noise was heard from handle part, and stopped working. A new device was opened to complete the procedure. It was confirmed that the white part which connected to transducer was about to disengage and tip of device was misaligned. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 mins. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).